Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available for evaluation. The set component associated with the reported leakage event, the access pre-pump pod, is manufactured by a vantive external supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the pod defect was determined to be related to supplier manufacturing, and the issue is being further investigated. Nonconformance records have been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the access pod of a prismaflex st100 set approximately two (2) hours after the start of continuous renal replacement therapy. The pod was noted to be cracked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.